Event description:
The doctor reported that two locator abutments were placed, one of the abutment fractured off at the threads during the torque. The screw portion of the abutment was retrieved successfully.

Manufacturer narrative:
Device not returned to manufacturer. Evaluation anticipated not yet begun

Manufacturer narrative:
(B)(4).